Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "an incident occurred in the cardiac surgery theatre on (B)(6) 2026. A 16 cm 4-lumen central venous catheter (cvc) was inserted via right internal jugular vein puncture without any difficulty; dilation and catheter insertion were uneventful (the three lumens were clamped, without guidewire, prior to insertion). During flushing of the distal 16g lumen, the proximal 18 g lumen, and the medial 14 g lumen, good flow was observed with no issues. However, the final flushing of the 18 g was impossible despite manipulation. The catheter therefore had to be removed over the guidewire (otw), followed by the placement of a new 4-lumen catheter, resulting in a delay to the procedure for 10 minutes." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.